Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no missing parts or design irregularities found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed signs of wear and a crack all around the laser guard foil. The structure of the tube remained intact. The review of the manufacturing documentation of lot 14441 showed no manufacturing errors during any step of the production process. The performed visual examination revealed signs of wear and a crack all around the laser guard foil. The structure of the tube remained intact, so the leak in ventilation due to a broken tube is not reproducible. Based on the investigation performed, no manufacturing related root cause could be identified. During the manufacturing process, a number of in-process controls are carried out. It is most likely the defect was caused by an insufficient moistening of the tube shaft and/or a kinking in the area of the laser guard foil; although this could not be confirmed.

Event description:
The customer alleges that the device broke during use. Ventialtion difficulties, hypercapnia and desaturation. Manual ventilation was maintained until the end of the surgical procedure then the intubation tube was replaced. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device broke during use. Ventilation difficulties, hypercapnia and desaturation. Manual ventilation was maintained until the end of the surgical procedure then the intubation tube was replaced. No patient injury reported.